Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that when a battery was installed in both battery well 1 and well 2, that the device would not power on when prompted; however, if a battery was only installed in well 1 (leaving well 2 empty) it would power on. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.